Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic nephroureterectomy procedure, the rubber (teflon pad) was coming out of the jaw exposing metal. The device was handed back by the physician to the scrub nurse and the defect noticed ¼ of the way into the case. There were no errors observed on the generator. No device fragment fell into the patient. The intended procedure was completed using a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the device lot number and correct the device manufacture date. The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be lifting/peeling off exposing metal. A microscopic inspection was performed on the distal end of the device and char marks were noted on the probe unit and on the side wall of the jaws due to thermal damage. The device was attached to a test usg-400/esg-400 and the device passed the probe check. During testing, a u508 (seal & cut short-circuit) and u511 (seal short-circuit) error message was observed.